Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. Reportedly, the handle was opened and closed, scope angle was adjusted and the clip was removed from tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.